Event description:
It was reported that at the needle injection hub between the lines, one line became dislodged from the hub. These lines are supposed to be permanently attached to the hub and should not detach. There was no patient injury reported.

Manufacturer narrative:
One single dpt-vamp adult kit was received for evaluation. The pressure tubing was found detached from the solvent bond joint with the sample site. Indications of bonding solvent were evident on the bond areas of both, the tubing and sample site tube housing. The tubing outer and inner diameters were within specifications. A CAPA is open to address complaints of this type. In addition, all personnel involved with the solvent bonding process were notified of this event.